Event description:
On (B)(6) 2011, customer reported that the controls out low on multiple chemistries for the dxc 600i instrument, and the instrument had generated "cartridge chemistry (cc) reagent syringe motion" errors. No injuries were reported, and no patient results were generated or reported. Customer noticed quality control (qc) was out and immediately contacted a nurse to verify the patient results that were reported out prior to this event, and it was confirmed that there was no discrepancy. Field service engineer (fse) examined the instrument and found the cc sample probe was loose and had signs of leakage. Fse replaced the cc sample probe and also replaced the cc sample syringe as a preventative action. Customer reran qc for all chemistries and the results met established ranges. Beckman coulter followed up with customer on (B)(4) 2011 and confirmed the issue was resolved.

Manufacturer narrative:
(B)(4).